Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during the patient's drain 4 of 5 during pd treatment there was an air detected in cassette warning. Treatment was cancelled and when cassette was being removed there was fluid found in the pump module area and on the external part of the cassette. The spouse was advised to contact the patient's pd nurse and to not use the cycler until the next day after it was able to dry out. In a follow up, the spouse verified that there was no harm, intervention or adverse event associated with the fluid leak and the patient was still using the cycler with no further issues.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during the patient's drain 4 of 5 during pd treatment there was an air detected in cassette warning. Treatment was cancelled and when cassette was being removed there was fluid found in the pump module area and on the external part of the cassette. The spouse was advised to contact the patient's pd nurse and to not use the cycler until the next day after it was able to dry out. In a follow up, the spouse verified that there was no harm, intervention or adverse event associated with the fluid leak and the patient was still using the cycler with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.